Event description:
I'm looking into this for my wife as she is unsure how to express her concerns and fears. My wife (B)(6) had an essure procedure done after the birth of our second son. He is now (B)(6). My wife went in for a routine regular check up with her new doctor and they have now sent her to a specialist for an ultrasound and cannot locate one of them. My wife has experienced pain and discomfort for a long time without believing this was the issue. As well as several other concerns listed below - her essure ref number from the card she was given by her doctor is (B)(4) lot 627301 if this helps. Please my wife has had many health issues which we believe is due to this essure device. Easy and I mean easy bruising - not anemic, depression, bloating, hair loss, lots and lots of pain, stabbing pain inside her intestinal area, heavy menstrual issues, headaches, and back pain.